Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose levels, with a reading of 525 mg/dl. The customer was going to give herself a bolus when she noticed that the screen was frozen, and the buttons were not responding. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests. Found battery out limit and no delivery alarms in the alarm history. Also, found that the customer has been inserting only in her abdomen for years. Advised the customer to rotate her insertion sites to avoid scar tissue. Nothing further was reported.